Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer has experienced the malfunction at least three times previously. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.